Event description:
It was reported the pt had their vns replaced for high lead impedance. The explanted products are at the manufacturer pending completion of product analysis. No pt trauma was reported prior to the pt high impedance being attained. At follow-up with the pt's treating physician, it was reported that the pt had high impedance since (B) (6) 2006 less than one month after implant. No further diagnostics were provided for review or pt x-rays to verify if pt's lead pin was fully inserted.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.